Manufacturer narrative:
Concomitant medical products: 310c33 mitral valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Several programming changes were made before the oversensing was reportedly resolved. The lead remains in use. No patient complications have been reported as a result of this event.